Manufacturer narrative:
Device analysis: returned product consisted of a ams inflatable penile prosthesis. Visual and functional testing were performed and found that cylinder 2 had a bulge with broken fabric threads and cylinder 1 had an aneurysm. There were no leaks observed in the cylinders, pump or reservoir. The reported issue was confirmed. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). The ipp was explanted and a new 21cmx12mm ipp was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Further information was reported that the patient experienced a bulge in the penis.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). The ipp was explanted and a new 21cmx12mm ipp was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.